Event description:
The patient reported going to sleep with his pump unlocked and inadvertently administering insulin, causing his blood glucose level to become low. The patient reported becoming unresponsive, and his wife treated with a dose of glucagon.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.